Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Blood had already been drawn using a butterfly needle. She engaged the safety shield. She reached around the cart and dropped the needle into the sharps container and felt a prick.